Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. When the physician advanced the 4.0x28mm ion stent delivery system, the stent kinked on the end. The stent delivery system was removed without incident. The lesion was predilated with a balloon and another ion stent was successfully implanted. There were no reported patient complications and the patient's status was ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. When the physician advanced the 4.0x28mm ion stent delivery system, the stent kinked on the end. The stent delivery system was removed without incident. The lesion was predilated with a balloon and another ion stent was successfully implanted. There were no reported patient complications and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a taxus element/ion monorail stent delivery system (sds) and stent. The balloon was tightly folded with the stent positioned between the markerbands. Multiple stent struts in the middle and on the proximal end of the stent were bent distally. Multiple kinks were also present through out the entire length of the catheter. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).